Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history lot) but did not reproduce the upstream occlusion alarms. The device was operating out of specification with low fluid numbers. Low fluid numbers make the pump more sensitive to false upstream occlusions alarms and is a result of a failed ultrasonic sensor. The ultrasonic sensor was replaced.

Event description:
It was reported a spectrum pump had false upstream occlusion alarms. It was also reported there was no pt involvement.